Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient was presented remotely via merlin.net transmission, nonsustained rv post-sensed t-wave oversensing was observed. Patient was asymptomatic. Programming changes were made. Patient was stable.